Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent coincident with automated peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. On the day of onset, the patient was hospitalized for the suspected peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the suspected peritonitis event. Dianeal and extraneal therapies were ongoing. At the time of this report, hospitalization was ongoing. The patient was not recovered from the suspected peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-001970765 additional information b5, b7, f10, h6, h10. B5: it was reported that the patient was diagnosed with peritonitis (previously reported as suspected peritonitis) manifested by turbid dialysate. The cause of the peritonitis was due to a touch contamination, further described as while performing peritoneal dialysis (pd) therapy, the patient was experiencing discomfort in his hand which caused him to make a touch contamination. On an unreported date, the patient recovered from the peritonitis event and was discharged from the hospital. H10: the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Same patient as cmplnt-001990086.